Event description:
It was reported through social media that this patient experienced what they described as "total disfigurement" following implant of an inflatable penile prosthesis (ipp). No further information could be obtained despite good faith efforts.

Event description:
It was reported through social media that this patient experienced what he described as "total disfigurement" following implant of an inflatable penile prosthesis (ipp). No further information could be obtained despite good faith efforts.